Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high and low blood glucose levels. The customer stated that she woke up in the morning with high blood glucose, which usually happens a day after the customer changes the set. Customer confirmed that she had this problem 2 months ago. The insulin pump alarmed with high blood glucose detected but the customer is unable to hear it at night. The customer mentioned that she also experienced low blood glucose; she did not exhibit any symptoms and treated by drinking juice to correct. Unable to troubleshoot for high blood glucose because the customer did not have her rates. The customer called again stating that she needed to make sure her settings on the insulin pump were right. The blood glucose reading was 115 mg/dl. Upon troubleshoot by manual prime, it was found that insulin did exit the tubing and no leaks were found. Bolus history settings were correct. Unable to complete troubleshoot due to lack of test supplies. Nothing further reported.